Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: e1(event site state: qld, event site postal code: 4032). Additional contact details: phone number: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) has power cord stuck. A getinge field service engineer (fse) visited the site and repaired the faulty power cord mechanism to fix the retractable power cord mechanism. Fse handed over to the customer. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units power cord was stuck. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.